Event description:
It was reported to boston scientific corporation that a contour stretch vl stent was used in a urinary tract formation procedure. According to the complainant, the physician was unable to remove the stent from the patient due to encrustation. It was reported that the stent was implanted for 2 months. The stent remains in the patient. There is no additional information available at this time. The patient is reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation because it remains in the patient; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned contour stretch vl stent revealed the device was encrusted at the distal pigtail and the distal end of the stent had been torn off jaggedly. The tear had occurred 8.6 centimeters from the distal end of the device. The encrustation appears to have caused resistance to removal of the device from the patient most likely leading to the device separating in two pieces. The stent was found to be deformed most likely due to placement and handling during insertion and removal. The entire stent was found to be discolored and have multiple calcifications attached to it. A functional evaluation found that a guidewire could not be passed through either remnant of the stent due to calcification build up inside the stent. Therefore, the most probable root cause for this event is determined to be "operational context."

Event description:
It was reported to boston scientific corporation that a contour stretch vl stent was used in a urinary tract formation procedure.according to the complainant, the physician was unable to remove the stent from the patient due to encrustation. It was reported that the stent was implanted for 2 months. The stent remains in the patient. There is no additional information available at this time.the patient is reported to be "stable".

Manufacturer narrative:
It was reported to boston scientific corporation on march 3, 2010 the contour stretch vl stent was removed after eswl procedure. The patient's condition was reported to be "good."

Event description:
It was reported to boston scientific corporation that a contour stretch vl stent was used in a urinary tract formation procedure. According to the complainant, the physician was unable to remove the stent from the patient due to encrustation. It was reported that the stent was implanted for 2 months. The stent remains in the patient. There is no additional information available at this time. The patient is reported to be "stable".